Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving "2,000 strength" lioresal via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient¿s pump was on her right side. The patient stated if she stayed off the side with her implant she was usually fine, though she cannot balance herself like that all the time. It was reported the implanted pump had injured her on her opposite side. The date of the event was not provided. When asked for clarification, the patient stated because she has the implants on the right side, she has to be very careful when she falls or trips, to not land on her right side. The patient stated if they were to fall or trip, they fall on their other side. The patient was directed to follow-up with their healthcare provider. No further complications were reported or anticipated.